Event description:
Per spontaneous call from pt: she took cadd legacy pump sn (B)(4) in the bathroom when she was showering and thinks that the steam messed it up. Pt switched to backup pump with no issues - no harm to pt, no missed doses. Pt will return broken pump to us. Shipping replacement pump to pt for tomorrow. No further info available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Actual device available to be returned. Was device replaced as stated in report? Yes to both. Reported to (B)(6) by pt/caregiver.